Event description:
One cadd ms3 pump reported one pump is not functioning and the other pump was making a whirring noise during infusion. Dose or amount: .028 ng/kilogram/minute, frequency is continuous, subcutaneous. Dates of use: (B)(6) 2018 to current. Infusion is life sustaining. No reported adverse effects.